Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated by our field service engineer (fse). It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. The evaluation of the logs shows, that the reported alarm for apnea occurred on the reported event date. Ventilation was started one day prior. Several alarms for high pressure were generated during the ventilation period. Nebulization of medication was used during the patient treatment and it was noted that the alarms for high pressure occurred after each nebulization period. The generated alarms for high pressure are an indication of high resistance in the patient circuit, where one possible cause is an occluded expiratory bacterial filter. The user¿s manual states that ¿during nebulization, carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. Replace the filter if the expiratory resistance increases or after maximum usage time according to filter specification, whichever comes first.¿ information how long the filter was in use was not provided. In conclusion, no goods such as used filters were returned. Therefore no further investigation has been possible. The exact root cause of the reported event has not been determined but most probably it was an occluded bacterial filter. There is no indication of a technical failure in the ventilator at the time of the event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for apnea during patient treatment. There was no patient harm. (B)(4).